Event description:
It was reported that the patient's device worked great for 12 months, but gradually stopped working for her. She went in for several reprogramming sessions with no success, and decided to have it removed. The device was removed but the hcp told the patient that one small piece was left behind that he couldn¿t remove. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3889-28 lot# v295466 implanted: (B)(6) 2009 explanted: (B)(4) 2011; programmer model 3037 serial# (B)(4).